Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The device had a missing end cap sticker.

Event description:
The customer reported that the insulin pump had an error alarm during the manual prime. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.